Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument cable came loose, allowing the wrist joint to dislocate and become entangled in the cannula when the surgeon attempted to undock and withdraw it from the patient. It would get stuck at the wrist. An error message of insertion axis not free to move showed up on vision tower when attempting to remove from the cannula. The surgeon removed the instrument and cannula from the patient, and the staff manipulated the instrument off the field to remove it from the cannula, and they discovered that the joint had popped out. The wrist was also very unstable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was stated that it appeared one of the cables came loose, allowing one of the sides of the jaws to pop out and the wrist to be unstable. With the piece of jaw popped out it would get hooked on the cannula when they tried to pull it out, and it would get stuck. Surgeon had to pull out the entire cannula from the patient with instrument still inside and had to manipulate the instrument off the field to remove it from the cannula. No injury reported to patient. The site was undocking the robot when the issue occurred, so it did not affect the outcome of the case. It did delay the case by about 5-10 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint could not be confirmed through failure analysis. The reported customer event could not be verified. The grip tips opened and closed properly, and internal and external visual inspections were performed with no abnormalities observed. The instrument was fully functional, and no product issue was identified.

Event description:
Refer to h11 for follow-up information.